Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with glucose hk gen.3 (gluc3) assay on a cobas c503 analytical unit compared to a different cobas c503 analytical unit. Initial result: 267 mg/dl. This result did not match the patient's previous results. No questionable result was reported outside the laboratory and the sample was repeated twice. 1st repeat result: 103 mg/dl (tested on a second c503). 2nd repeat result: 103 mg/dl (tested on the first c503). The repeat results were deemed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 747661. The expiration date was not provided. The qc was within the assigned range at 5:25 am and 2:38 pm on the day of the event. The alarm trace showed multiple alarms including sample foam detection alarms, an abnormal aspiration (sample pipetter) alarm, a sample short alarm, and a few qc results out of range. A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found that the volume of blank water was low. He adjusted the volume of blank water to specifications. The investigation is ongoing.

Manufacturer narrative:
The sample was collected after the patient took 50 grams of glucose. The user gets an alert when the glucose result is > 140 mg/dl to repeat the sample before reporting it outside the laboratory.

Manufacturer narrative:
The investigation determined an adjustment issue with the volume of the blank water on the instrument along with a pre-analytical issue with the sample handling. The field service engineer cleaned the instrument and did a performance check. The instrument was performing within specifications. The investigation did not identify a product problem. The cause was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.